Manufacturer narrative:
(B)(4). Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing retrograde approach. The 99% stenosed target lesion was located in a shunt in the severely calcified and mildly tortuous vein side. After a non-bsc guide wire was crossed the lesion, a 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, it was noted that the balloon was not inflated sufficiently and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter inflated at 30 atmospheres, resulting to improved patient's blood flow. No patient complications were reported and the patient's status was good.